Event description:
The customer reported that the device locked during the procedure and would not open. At this time, it is unknown if the device was on tissue when this occurred. Additional questions in regard to the incident have been asked. No injury reported.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.